Event description:
Additional information was received. It was reported that the cause was not determined. Considering that electrocautery is used during a colectomy, it cannot rule out that its use may have caused damage to the system. The physician is to proceed with a system review in the date 2025-nov-13, specifically: check the integrity of the lead using a verify or replace the battery. Indication for use was non- obstructive urinary retention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it was not possible to complete the interrogation of a implantable neurostimulator (ins). The clinician application was able to find the neurostimulator (the serial number was visible on the screen), but there was no way to proceed with the interrogation. The ins had been implanted in 2023 with standard stimulation parameters. During the session with the patient, it was found that last february the patient underwent a colectomy, and since then the therapy has been lost. Considering that electrocautery is used during a colectomy, it cannot rule out that its use may have caused damage to the system, for example to the lead or the battery, resulting in malfunction of the neurostimulator and loss of therapy. As agreed during the phone call, the recommendation you made to the physician is to proceed with a system review, specifically: check the integrity of the lead using a verify or replace the battery.